Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/63 years old. Of note, multiple patients/multiple manufacturers/multiple methods were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers/manufacturer/method. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:"a very long-term longitudinal study on the evolution and clinical outcomes of persistent iatrogenic atrial septal defect after cryoballoon ablation." Canadian journal of cardiology. 35(2019): 368-369. Doi.org/10.1016/j.cjca.2018.12.028. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications after the use of a cryo ablation sheath: multiple patients exhibited persistent iatrogenic septal defects (iasd). It was also noted that some of these patients experienced chronic renal impairment. The status/location of the sheath is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.